Manufacturer narrative:
Philips service advised replacing the image disk and ippc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an image disk error occurred; cine functionality was unavailable on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.